Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the full abdomen and anterior and posterior flanks with the cooladvantage applicator in (B)(6) 2021 and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Allergan aesthetics received a report of a patient who received coolsculpting treatment, and was diagnosed with paradoxical adipose hyperplasia to the mid abdominal area.